Event description:
A customer reported that the top button on their device was sticking. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting assistance.